Manufacturer narrative:
The insulin pump alarmed motor error alarm during the basic occlusion test and unable to prime during prime test due to faulty force sensor system. The pump was unable to perform the occlusion test due to prime anomaly. The motor passed motor test. The pump was received with cracked display window corner, reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 460 mg/dl. The customer treated with 2 units of bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer also stated that there was a no delivery alarm. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.